Manufacturer narrative:
Corrected information: h6.

Manufacturer narrative:
One 4 lesion nt2000 pain management rf generator was returned for investigation. The generator was powered on and the generator successfully booted to the menu application. The reported event was confirmed as port four was not reaching temperature. Internal inspection identified a thermal event on the rf control board. The rf control board was temporarily replaced and functionality was restored. The root cause was isolated to the rf control board. The reported ablation and communication issue was confirmed. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the rf control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
This report is to advise of an event observed during analysis, confirming a thermal event within the generator.